Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 226729615 was returned and analyzed. The mapping catheter was received inserted inside the balloon catheter and was unable to be retracted. Visual inspection showed the shaft was broken approximately 12.12 inches from the lemo connector. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the reported shaft kink was not confirmed during analysis; however, the mapping catheter did not pass returned product inspection due to a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a mapping catheter and a balloon catheter, the mapping catheter was unable to be manipulated inside the balloon catheter, and it could not move forward or backward, leading to physical damage. There were also issues inserting the mapping catheter into the balloon catheter. Additionally, the balloon catheter experienced general early deflation and pressure/flow issues. The mapping catheter and balloon catheter were both replaced to resolve these issues. The procedure was completed with cryo. It was noted that it was hard to manipulate the mapping catheter and it was believed that the mapping catheter was kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.